Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5, e4, and g3, to provide an update to sections b3 and d6 based off the additional information received. A correction to the patient's weight is being provided; the patients exact weight of 113.5kg was inadvertently not provided in initial report. - attachment: [FDA mw5088863.pdf]

Event description:
Terumo medical received an FDA medwatch report # 5088863. The event description states: "post cardiac catheterization procedure 6fr angioseal was attempted to be deployed, the anchor was deployed inside the vessel as per usual, but when snugging the anchor and before the collagen plug was deployed the suture holding the anchor in place broke, resulting in a failed closure. Pressure was held until hemostasis. A bedside ultrasound was performed, identifying the anchor at the deployment site. There was concern that the anchor could embolize or migrate, the decision was made to consult vascular surgery for removal of anchor. Surgery was completed and anchor identified and removed."

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that post cardiac catheterization, the involved 6fr angio-seal was attempted to be deployed. The anchor was deployed inside the vessel as per usual; however, when snugging the anchor and before the collagen plug was deployed the suture holding the anchor in place broke or was already broken, resulting in a failed closure. Pressure was held until hemostasis. A bedside ultrasound was performed, identifying the anchor at the deployment site. There was concern that the anchor could embolize or migrate; therefore, the decision was made to consult vascular surgery for a foreign body retrieval. Surgery was completed, and the anchor was identified and removed. The patient was in stable condition. The procedure was completed successfully.